Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and white calcification leak test and microscopic analysis was performed which identified: device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device. Observed the calcification that was confirmed in the standard but have no relationship with manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "calcification" and "capsular contracture, baker grade unknown".

Event description:
Healthcare professional reported right side "rupture" of a saline device and exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, d4, g1, h4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "rupture" of a saline device and exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted.